Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The patient effect of pericardial effusion, as listed in the as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported device operates differently than expected and pericardial effusion could not be identified and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the echocardiogram prior to discharge showed no pericardial effusion. The patient was discharged from the hospital the day after the mitraclip procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
This report is filed for the pericardial effusion. It was reported that the mitraclip was deployed reducing mitral regurgitation (mr) from grade 4 to 1-2. After clip deployment, the inner metal tube popped out with the actuator knob. There were no adverse patient effects and no reported clinically significant delay in the procedure. After the clip procedure, the patient had a pericardial effusion and bleeding from the groin. The groin bleed was successfully treated with manual pressure and the condition resolved the same day. No treatment was given for the effusion and the condition is continuing. No additional information was provided.